Event description:
Procedure: wedge resection - open procedure. According to the reporter: the flat plate covering the I-beam fell down from the endogia sulu while the surgeon operating the second squeeze of the endogia universal handle. As the plate fell off, the remaining, "unformation" staples fell out from the sulu into the chest cavity. Surgery time was extended more than 30 mins. The piece fell into the patient cavity was retrieved and will be returned for investigation. It was reported that there was no adverse blood loss.

Manufacturer narrative:
Procedure: wedge resection.